Event description:
The customer reported via phone call indicating that the insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that sensor bent and the second one ended with a sensor alert. The customer was advised that we would replaced sensors and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.